Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown restoration modular stem; cat# unknown; lot# unknown. Unknown restoration modular neck; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision of the patient's right hip. As reported: "body stem separation device broke while trying to separate the body from the stem." Event occurred during a revision of the patient's right hip due to infection. A restoration modular stem construct, ceramic head, and competitor acetabular components were removed.

Event description:
This pi is for the revision of the patient's right hip. As reported: "body stem separation device broke while trying to separate the body from the stem." Event occurred during a revision of the patient's right hip due to infection. A restoration modular stem construct, ceramic head, and competitor acetabular components were removed.

Manufacturer narrative:
An event regarding infection involving an unknown implant ceramic head was reported. The event was not confirmed. Method & results:  device evaluation and results: visual inspection , material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, complete clinical or pmh , subsequent revision operative reports, laboratory or pathology reports, examination of explanted components are required to complete the investigation for determining a root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: body/stem separator; cat# 6278-9-070; lot# tdeme00; unknown restoration modular neck; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Corrected data: h10 list of devices. An event regarding infection involving an unknown implant ceramic head was reported. The event was not confirmed. Method & results:  -device evaluation and results: visual inspection , material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, complete clinical or pmh , subsequent revision operative reports, laboratory or pathology reports, examination of explanted components are required to complete the investigation for determining a root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown restoration modular stem; cat# unknown; lot# unknown, unknown restoration modular neck; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision of the patient's right hip. As reported: "body stem separation device broke while trying to separate the body from the stem." Event occurred during a revision of the patient's right hip due to infection. A restoration modular stem construct, ceramic head, and competitor acetabular components were removed.